Manufacturer narrative:
As of 07/30/2025, unused returned product and retained samples were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b6 of this report for further details. UDI notes: the expiry date is not present on device label.

Event description:
According to the initial report received by aso on june 25, 2025, the consumer stated that the product caused him to break out with blisters. On the completed consumer information report (cir) received on july 11, 2025, the consumer reported that he developed blisters and experienced some bleeding every time he applied the bandages. The doctor prescribed hydrocortisone cream from the pharmacy. Additionally, the consumer reported that the issue was with the tape area and that the symptoms corrected after he stopped using the product.